Event description:
It was reported that the right ventricular lead short interval counter was at 1558 counts and while it had been elevated before, never this much. It was also reported that the threshold was elevated, but had been stable at 2.75 volts and 0.4 milliseconds. The ventricular sensitivity had been reprogrammed in the past and the post ventricular sense blanking was now reprogrammed. The lead will be monitored closely and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).